Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no damage observed tot the concerto coil. There were no issues encountered prior to non-detachment. The cause of the non-detachment was not determined.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-ap-ID (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the concerto coil was unable to be detached. The coil was able to successfully exit the microcatheter, but non-detachment was noted during coil deployment. The physician attempted to detach the coil twice with the instant detacher and also performed a manual attempt at detachment via hypotube. The coil was replaced. There was said to be no issue with the instant detacher. No patient complications have been reported as a result of this event. The devices were prepared according to the instructions for use (IFU).